Manufacturer narrative:
Contact office address: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The nurse was ¿unable to disconnect the y-site tubing¿ of an intravascular (IV) extension set from the patient¿s peripherally inserted central catheter (PICC). After multiple attempts, ¿the cap disconnected and a cap change was completed¿. The extension set was in use on a patient in the surgical/orthopedic unit. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.